Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated during testing. Worn bearing and spindle housing was identified as the probable cause of the failure. The device was repaired, preventive maintenance done and the device was returned to the customer.

Event description:
The core impaction drill was sent in for repair due to over heating during a wisdom tooth extraction. The procedure was completed with another device; no adverse consequence was reported.